Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 27.8 mmol/l (500.4 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, losing consciousness and vomiting. The patient was treated with intravenous fluids, potassium, dexcom 3 and humalin r. The pod was removed at the hospital and the patient was advised to stay off omnipod treatment until advised otherwise at her endocrinologist appointment on (B)(6) 2020. The patient was prescribed apidra, recommended to take as necessary with meal and to correct. An insulin sliding scale was used as treatment. A base for 5 to 7 units for each meal along with 15 units of lantus at 10 p.m. The patient was released after 5 days.